Manufacturer narrative:
No patient was present at the time of the alleged malfunction.a medtronic representative went to the site to test the equipment. She was able to reproduce the reported event. She removed patient exames, archived and removed the core files, and then restarted the system. She also inserviced a resident on how to delete patient exams. As the computer was an older model it was decided to upgrade the computer. On (B)(6) 2013, the computer was upgraded and the system checkout showed that the device was fully functional.

Event description:
A medtronic representative reported a hard drive space error after loading a larger exam with multiple studies. Site removed a few patient exams from the system and then they were able to import the exam. The system was giving a hard-drive full error message. The system was running an older model computer. She said that there were only 6 patient exams on the system. When moving from the patient list task to the set up equipment task the computer briefly flashed a blue screen before continuing to the set up equipment task. No patient was present at the time of the alleged malfunction.